Event description:
It was reported by the manufacture representative that a patient with a cardiac resynchronization therapy defibrillator died. The representative was called to the emergency room to check the device status post sudden cardiac arrest of the patient. The patient was unresponsive. The physician made programming changes. Once the changes were made the representative noticed undersensing. Attempts were made to contact the physician. The representative was instructed by the physician to adjust the sensitivity in the morning. The representative left the hospital when in the early morning hours was called to turn off therapies, as the patient had died. When the representative re-interrogated there continued to be possible undersensing of ventricular tachycardia/ventricular fibrillation.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.